Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house contour next link 2.4 meter was tested with the in-house contour next test strips from lot # 8kped01c, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided. This event is related to MDR # 1810909-2019-00498.

Event description:
The customer reported that he was receiving inaccurate readings on the contour next link 2.4 meter for a few days, therefore, he got himself admitted to the hospital. The customer stated that the admission to the hospital was not associated with any specific result. The customer was feeling unwell, however, he did not provide any symptoms. The customer related the symptoms to his diabetes, however, he stated that he had no episodes of hypoglycemia or hyperglycemia. At the hospital, the insulin pump was removed from the customer's body and he was put on an insulin infusion. They were monitoring his blood glucose levels every hour. The customer was discharged from the hospital on (B)(6) 2019. The customer stated he was feeling better after the treatment. There was no allegation of adverse event. The test strips are not expected to be returned, as the customer used all the strips. Replacement meter and test strips were sent to the customer.